Manufacturer narrative:
Evaluation summary: the most probable cause appears to be a lack of assembly instructions on the router or prints for this custom device. As this is a custom device no other devices in the field are suspected to be affected. Corrective actions has been initiated. Evaluation: review of the device history records did not find any deviations or anomalies.

Event description:
It was reported that a custom humeral component was received by the surgeon with poly hinge bushings assembled incorrectly. The bushings were on the outer side of the humeral hinge flanges. During surgery, the surgeon repositioned the bushing in the correct location and completed the surgery using the existing components.